Manufacturer narrative:
Additional information: it was stated that the telescope was not secured in any way and was passing through a non-medtronic tuohy with a spring valve. It was stated that the dissection was treated by stenting. The physician did not assess that the dissection was directly related to the launcher device. The physician did assess that the dissection was directly related to the telescope device. The physician felt the hydrophilic coating played a role in the advancement of the telescope. It was stated that contrast was injected at 5cc at 3ml/second, this was considered normal. An automatic injection was used. It was also stated that securing guide extension catheters during contrast injection is not part of the physician's routine. Intervention required ticked cine image analysis summary: a nine-second recording of the procedural image was returned. The launcher guide catheter (gc) and telescope guide extension catheter (gec) can be identified. The guide wire is also visible in the vessel. On injection of contrast, the telescope gec advanced distally, further into the vessel and the launcher gc retracted proximally. The dissection could not be identified in the images received. From the images we cannot confirm the cause of the dissection however, we cannot discount that the forward movement of the catheters may have contributed to the reported dissection. Correction: PMA/510(k) # medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 6 french telescope guide extension catheter (gec) and one 6 french launcher guide catheter (gc) to treat a moderately tortuous, severely calcified lesion exhibiting cto (chronic total occlusion-100%) located in the proximal left main (lm) coronary artery and left anterior descending (lad) artery. There was no damage noted to the packaging of the devices. The devices were removed from packaging and prepped per IFU. The telescope gec was not inspected. The launcher gc was inspected with no issues noted. Resistance was encountered when advancing the telescope gec. Resistance was not encountered when advancing the launcher gc. Excessive force was not used during the delivery of the devices. The telescope gec was inserted into the launcher gc. It was reported that during angiogram/ contrast injection the telescope device was seated inside the launcher gc. The telescope advanced and the launcher receded causing a dissection of the lad. It was stated that the operator was not holding the telescope during the procedure. It was stated that there was a hydraulic force exuded on the telescope advancing it distal, while a retrograde force caused the launcher to recede proximal. A non-medtronic wire was advanced a few centimetres during the angiogram. It was stated that a spasm in the arm at the time of angiogram may have caused this or that it may be the hydrophilic coating of the telescope. The patient was reported to be alive with injury.